Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that the line was placed in a premature infant for long-term nutrition. Approximately three months after the line was placed, swelling was noted and a chest x-ray was performed, which showed the catheter had migrated to the clavicle. The line was removed and peripheral IV's were used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the catheter was returned for evaluation. Visual inspection identified complete cuff detachment. Therefore, the investigation is confirmed for damaged/defective cuff. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Mw (B)(4).

Event description:
It was reported that the line was placed in a premature infant for long-term nutrition. Approximately three months after the line was placed, swelling was noted and a chest x-ray was performed, which showed the catheter had migrated to the clavicle. The line was removed and peripheral IV's were used. There was no reported patient injury.